Manufacturer narrative:
B3 - date of event - the date of event is unknown, and 01 feb 2026 has been used as a placeholder. Investigation summary the performance verification test was performed to attempt to duplicate the reported issue of possible over delivery. The reported issue was not duplicated. The reported issue was not confirmed. The probable cause of the reported issue is no problem found.

Event description:
Event occurred regarding a plum 360, which was reported for possible over delivery. There was no patient involvement or harm.